Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 1600 needle sftygld 23x1 rb experienced foreign matter contamination. The following information was provided by the customer: "it was reported that on one needle it appears to have a "plastic type thread" wrapped around, and 2 needles that have tiny debris on them. Not sure if this area, but we had an issue with a 23 gauge needle, part # 305902. Appears to be a plastic type thread wrapped around the needle. The two lot numbers that were affected bd safetyglide 23 are 7177829 and 7177833. The clinic pulled a few others to check them and believe it may be more the 7177833. I have two other needles from the 7177833 lot number that have tiny debris on the needle but too hard for the camera to pick up. The pictures we are sending you now are from the one needle that has larger debris on it that was able to be easily seen on the camera."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7177829. Medical device expiration date: 2022-06-30. Device manufacture date: 2017-06-26. Medical device lot #: 7177833. Medical device expiration date: 2022-06-30. Device manufacture date: 2017-06-26.

Event description:
It was reported that 1600 needle sftygld 23x1 rb experienced foreign matter contamination. The following information was provided by the customer: "it was reported that on one needle it appears to have a "plastic type thread" wrapped around, and 2 needles that have tiny debris on them. Not sure if this area, but we had an issue with a 23 gauge needle, part # 305902. Appears to be a plastic type thread wrapped around the needle. The two lot numbers that were affected bd safetyglide 23 are 7177829 and 7177833. The clinic pulled a few others to check them and believe it may be more the 7177833. I have two other needles from the 7177833 lot number that have tiny debris on the needle but too hard for the camera to pick up. The pictures we are sending you now are from the one needle that has larger debris on it that was able to be easily seen on the camera."